Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the right and left electrodes of the lifevest equipment. Patient reports a scarred area. The patient's physician advised to use cortisone cream for the skin irritation. Medical outcome of the skin irritation is unknown.